Manufacturer narrative:
The device was returned for investigation and repair. Log file analysis revealed that the supervisor function of the software detected several instances of deviations between setting for the motor speed and the measured value. If such issue occurs repeatedly within a certain time period the device is designed to shut down automatic ventilation to protect the patient from potentially hazardous output. The safety shut down is accompanied bya corresponding alarm to alert the user. It was further revealed from the logs that mains power got lost some minutes before the shutdown as observed by the user but the device continued operation on battery. The nearly parallel occurring ventilator speed issue was the root cause for the shut down; both aspects however have no causal connection. The ventilator motor was replaced which has put back the device into fully operable condition. Dräger finally concludes that the device responded as intended upon the malfunction of a single component. No patient consequences have occurred.

Event description:
It was reported that the user experienced an external power failure while on a patient. The vent was removed from use. No patient issues reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the user experienced an external power failure while on a patient. The vent was removed from use. No patient issues reported.